Event description:
Head of bed not raising. Foot end going up.

Manufacturer narrative:
Technician removed and replaced hi-low head up valve. Checked all other functions, bed fine. Returned bed to unit. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.